Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: imaging review does not confirm filter tilt=16 degrees. Post procedure imaging demonstrated insignificant tilt and normal ivc anatomy. Bilateral oblique x-rays were obtained after implantation, one of which demonstrated a significant anterior tilt of 17°, relative to the anterior margins of the vertebral bodies. However, when the filter tilt was calculated, relative to the intravascular sheath seen along the inferior margin of the image, the filter tilt calculated to 9°, which would be considered insignificant. Given that the significant filter tilt described in the complaint report was based solely on bony landmarks, this is likely an over estimation given the typical divergent course of the ivc and upper lumbar spine. This theory is supported by the post-implantation venogram where the filter tilt measures 8° relative to the center line of the ivc, while it measures 17° relative to the bony landmarks. The true filter tilt could be confirmed with either cross-sectional imaging or a venogram obtained in the lateral projection, neither of which were submitted. Reported filter migration could not be confirmed on the images provided. The filter was deployed in an appropriate infra-renal location. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) patient - (B)(6) filter tilt = 16 degrees. The primary reason for filter placement was a current deep vein thrombosis, and a contraindication to anticoagulation due to a subdural hematoma. The inferior vena cava (ivc) diameter at the intended filter location was 26 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture or deformation. The filter did migrate after deployment, but no intervention was required. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 5.2 degrees. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. On the same day, the post-procedure x-ray revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis of the post-procedure x-ray revealed filter tilt of 17.1 degrees in the oblique view. There was no evidence of filter fracture, deformation, or embolization. Patient outcome: the patient remains in the study.